Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. The patient's blood glucose (bg) values reached over 400 mg/dl. The pod was worn between 1 and 4 hours on the infusion site.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. During fluid path testing, there were no issues or leaks preventing the fluid from traveling the full fluid path. The pod data showed no errors or abnormalities. The needle mechanism assembly showed no damages or deficiencies that would impact pod operation. Inspection of the environmental seal and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted soft cannula could not be determined. The needle mechanism was reset and deployed; no issues were observed. No problem was found regarding the reported needle mechanism failure event.